Event description:
It was reported that battery depleted, base hardware failure and battery communication timeout events occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed did not notice any external damage. Customer's reported issue was duplicated during start-up. The root cause of the reported issues was determined to be due to base hardware failure issue. Actions taken to mitigate the reported issue: replaced interconnect board and battery. A corrective and preventative action has been opened to address the reported issue.